Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's battery pins as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is intermittently powering off unexpectedly. There was no report of patient use associated with the reported event.